Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of over 400 mg/dl and the pump alarmed no delivery. The customer treated with insulin. Troubleshooting found that the cannula was bent. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Customer indicated that the issue was resolved by a complete set change. The product will not be returned.